Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump was stuck after push. The customer's blood glucose value was unknown. The customer reported that the insulin pump had no delivery alarm and battery was lasting 3-4 days. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.